Manufacturer narrative:
Medwatch sent to FDA on 04/25/2007.

Event description:
One month after treatment with cosmoderm 1 in the nasolabial folds, the treatment sites appeared mottled and had purple discoloration. Cortisone injections were prescribed and given as treatment. Follow-up findings: the physician reported seeing this patient after the treatment with cosmoderm and observed a purplish, red discoloration in the nasolabial folds. This physician was not the physician who treated the patient with cosmoderm. The physician felt that the discoloration was a reaction to the cosmoderm and treated the patient with an injection of cortisone and prescribed topical cortisone.